Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right right ventricular (rv) lead was part of a system revision due to infection. During the revision, the physician perforated the heart wall attempting to remove the lead. The patient required additional surgical intervention to treat the perforation. The rv lead was abandoned. No additional adverse patient effects were reported.